Event description:
The customer reported the evis exera ii duodenovideoscope did not pass the leak test at the distal end during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material on the forceps elevator and distal end cover. The report is being submitted due to foreign material found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and a leak was found in the bending section cover. In addition, evaluation found air/water and suction cylinders were discolored, the switch box was discolored, the bending angle in the left direction did not meet standard value due to wear of the angle wire, the adhesive around the light guide and objective lens were discolored, and there was corrosion around the lever arm. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 (check health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was adhered to the forceps elevator and plastic cover, however, the specific material could not be identified and the cause for the material remaining on the device could not be specified. It was confirmed that the customer follows the reprocessing steps in instructions for use (IFU), however, it is likely that reprocessing was not completed due to the discovered leak. Olympus will continue to monitor field performance for this device.